Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5, lab: 2.7. Inratio: 2.5, lab: 2.7; inratio: 2.6, lab: 2.7. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.5, 2.5, 2.6. Pt's therapeutic range: 2.0-3.0 inr.